Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of delivery anomaly from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump is not giving him the basals and they have been to the endocrinologist twice in 3 months. The customer's a1c went from 10 units to 12.9 units. The customer will be sent a replacement pump.